Manufacturer narrative:
The insulin pump was received with no button responds due to moisture damage on electronic assemblies. Moisture damage was found on the motor assembly. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump was exposed to water and there is moisture on the screen. Customer's blood glucose was 382 mg/dl. Customer had gone swimming and there are fluids under the lcd display. Customer didn't drop the device and not cracks or other issues were noted on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.